Event description:
Olympus was informed that at the end of a transurethral resection of the prostate procedure, the tip of the device broke off and fell into the pt's bladder. The broken tip was retrieved with forceps and discarded. The procedure was completed with another instrument.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The device eval confirmed that the ceramic insulation tip was broken. The ceramic tips was missing and not retrieved. In addition, the device had a worn seal which caused it to fail the leak test. The phenomenon was attributed to physical damage. The device was serviced and returned to the user facility.